Manufacturer narrative:
Block h6: imdrf device code code a150103 captures the reportable event of clip premature deployment. Block h10: investigation results: the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of full deployment. It was also noted that the clip returned in a separate bag in an open state. Microscopic examination was performed, and the clip locking tabs are opened, indicating a proper deployment of the clip. Additionally, the yoke was detached from the control wire. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device returned without the clip assembly, and with evidence of full deployment. Also, after a microscope inspection it was found that the locking tabs were opened and the yoke was detached from the control wire, indicating a proper deployment of the clip. Most likely what cause the analyzed condition of the clip being detached from the bushing and in an open state was an excessive amount of tissue or maybe a tangential pressure applied to the clip. Additionally, it is important to mention that according to the IFU applying tangential pressure to an opened or closed clip may result in the clip separating from the catheter and potentially kinking or damaging the device. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the mantis clip was attempted to be deployed; however, the clip prematurely deployed during one of the steps of grasping tissue and closing. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the mantis clip was attempted to be deployed; however, the clip prematurely deployed during one of the steps of grasping tissue and closing. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment.